Event description:
Customer called to report failed calibration issues for glucose and creatinine on the synchron cx pro clinical system, model cx9 pro. Customer stated that the glucose module appeared to have leaked onto the drip tray. While speaking with the customer technical specialist (cts), customer found that the stirrer bar was above the electrode. Customer called back and indicated that glucose was still failing calibration. Customer had replaced the electrode and new reagent onboard, and found no issues with any other cup chemistry. When customer replaced the new electrode with the old one, the glucose calibrated once, but the quality controls (qc) recovered out of specifications. Customer once again placed the new glucose electrode on the system and calibrated, but the calibration failed again. Customer stated there was still a leak around the collar wash. Customer stated that after replacing the stirrer bar and tightening the collar, the calibration passed and qc was within range. On the following day, (B)(6) 2012, the field service engineer (fse) inspected the instrument and found that glucose calibrated successfully, and was waiting to determine whether the quality controls would recover within range. The fse spoke to customer and indicated that parts were needed for the instrument. On (B)(6) 2012, customer reported that there were glucose calibration issues and a broken bun (blood urea nitrogen) heater wire. The fse checked the glucose hardware and found a large bubble in the electrode tip and a c-cam tubing that was badly pinched. The fse removed the bubble from the electrode tip and repositioned the c-cam tubing. The fse successfully calibrated glucose two times without any issues. Additionally, the fse repaired the bun heater wire and verified temperature. The fse also bleached and flushed the ise (ion-selective electrode) flowcell and primed, calibrated, and ran qc, all of which recovered within range and met specifications. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The failure mode appears to be the leaking glucose electrode collar.

Manufacturer narrative:
(B)(4).